Event description:
Review of service data detected a reportable event. During servicing, the response buttons of monitor sn (B)(4) were not functioning properly. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button was intermittent inside the switch. The cause for the defective response button is the intermittent switch. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the defective response button switch. The last patient to use this monitor did not report any deficiencies.